Manufacturer narrative:
Device evaluation no ancillary devices or images from the procedure were received with the device. No damage was noted to the catheter heating element/coil. Visual inspection of the catheter cable connector revealed one broken pin and the connector shows signs of use. Due to the observed damage, the catheter could not be connected to the rfg3 or rfg 2 lab generator for functional testing. Continuity and resistance functional test could not be completed due to the damaged pin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a closurefast device during patient treatment. The device was prepped as per IFU. The product was tested/visually inspected prior to use. It is reported the catheter could not be inserted into generator as there was issue with the connector on the catheter. A bent prong on the connector was evident. Two additional catheters were opened, and the same issue was noted. It is unknown if all pins remained on the connector. These catheters were not used in the patient. A fourth catheter was opened. The fourth catheter was inspected prior to attempted use with a bent prong on the connector noted. The physician decided to straighten the bent prong using an instrument and proceeded to connect the catheter to the generator. Treatment was commenced and one 20 second cycle of rf was completed and then generator failed and would no longer work. The device was removed, and it is unknown if all pins remained on the connector. Due to the failure of the device and rfa not being available as a treatment option, the physician performed open surgery to complete patient treatment. The generator is reported to have not been successfully used since this. No further injury reported.